Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the patient hasn't been seen since 2015. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Poor communication was reported by the patient. The patient reported the programmer would not communicate with their implant and they wanted increase their stimulation because they had a return of symptoms on (B)(6) 2018. While on the call the antenna was confirmed to be secure and a sync was attempted with the ins however the issue was not resolved. The programmer was then placed directly over the ins and another sync was attempted but the patient was still getting poor communication. A replacement programmer was sent to the patient as the programmer had poor communication with and without the antenna. There were no further complications reported/anticipated.